Manufacturer narrative:
Additional manufacturer narrative: additional information was provided in section b5 (describe event) which clarifies that the physician does not believe that the thrombosis is related to the water vapory therapy procedure. Based on the new information received, this event no longer meets reportability criteria.

Event description:
It was reported that the patient presented to his physician with a progression of urinary emptying symptoms which also included signs of urinary inflammation, testicles feeling sensitive, pain in the rectum. The patient was given unisol to treat the symptoms. In order to alleviate the patient's symptoms, the patient elected to undergo a water vapor therapy procedure. Prior to the procedure, the patient underwent a urethrocystoscopy in order to prepare for the procedure. The testing showed the urethra was intact, the external sphincter was functioning well, the posterior urethral length was about 4 to 4.5 cm, the prostate lobes were strongly confluent, the bladder neck was freely permeable, the bladder wall was slightly trabecularised, and the oral cavities were intact. No other abnormalities were visible in the bladder. The patient then underwent the water vapor therapy procedure on (B)(6) 2023. During the procedure, the patient received three treatments in each lobe. At the end of the procedure, there were no patient complications and the patient was discharged home with a catheter. The day after the procedure, the patient noticed swelling in his right leg above the ankle and on the right dorsum of the leg with a tensing pain. The patient went to the emergency department where they observed superficial thrombophlebitis in the area of the saphenous vein along with a 2cm circumferential discrepancy above the ankle. A limb ultrasound was performed and found there was no evidence of a deep vein thrombosis. They did find that the wall of the superficial vein on the right leg was thickened medially. There was a thrombus in the middle 15 to 20 cm and was not compressible. The patient was treated injections of clexane for 10 days, and detralex. The patient was also given a topical lotion cream. Following treatment, the patient's symptoms resolved. Additional information received states the physician does not believe that the thrombosis is related to the water vapory therapy procedure. Based on the new information received, this event no longer meets reportability criteria.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to his physician with a progression of urinary emptying symptoms which also included signs of urinary inflammation, testicles feeling sensitive, pain in the rectum. The patient was given unisol to treat the symptoms. In order to alleviate the patient's symptoms, the patient elected to undergo a water vapor therapy procedure. Prior to the procedure, the patient underwent a urethrocystoscopy in order to prepare for the procedure. The testing showed the urethra was intact, the external sphincter was functioning well, the posterior urethral length was about 4 to 4.5 cm, the prostate lobes were strongly confluent, the bladder neck was freely permeable, the bladder wall was slightly traebeculated, and the oral cavities were intact. No other abnormalities were visible in the bladder. The patient then underwent the water vapor therapy procedure on (B)(6) 2023. During the procedure, the patient received three treatments in each lobe. At the end of the procedure, there were no patient complications and the patient was discharged home with a catheter. The day after the procedure, the patient noticed swelling in his right leg above the ankle and on the right dorsum of the leg with a tensing pain. The patient went to the emergency department where they observed superficial thrombophlebitis in the area of the saphenous vein along with a 2cm circumferential discrepancy above the ankle. A limb ultrasound was performed and found there was no evidence of a deep vein thrombosis. They did find that the wall of the superficial vein on the right leg was thickened medially. There was a thrombus in the middle 15 to 20 cm and was not compressible. The patient was treated injections of clexane for 10 days, and detralex. The patient was also given a topical lotion cream. Following treatment, the patient's symptoms resolved.